Event description:
The customer reported that the spectrum pump displayed constant downstream occlusion alarms. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has been returned to baxter for evaluation. The evaluation confirmed the reported symptom of "constant downstream occlusion alarms" through the history log but was unable to reproduce during evaluation due to the unit not recognizing a loaded tube in guides 3 and 4. This condition was found to be caused by a failed downstream sensor which most likely contributed to the reported symptom. The downstream sensor has been replaced.